Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the user interface assembly (with navigation ring) was replaced. The se noted that the test operation was okay, and the device was ready for clinical use. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring that was not responding to commands. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a navigation ring that was not responding to commands. It was then noted that the user interface (ui) assembly would be replaced. Onsite service was required.